Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2026. The patient noticed the sensor had failed and was no able to monitor the blood glucose levels. When, an unknown time after the wearable failure but on the same day, the patient experienced symptoms of ketoacidosis, they drove to the hospital. No fingerstick reading nor information regarding treatment was reported by the patient. The patient was eventually discharged after spending two days at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No other details were documented, and the patient declined to provide further information. Data was provided for investigation. The allegation was not confirmed via data. However, no readings/sensor error/brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.